Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received appropriate therapy from the implantable cardioverter defibrillator (ICD); however, the episode memory storage had maxed out. The patient received appropriate anti-tachycardia pacing and shock therapy but needed to be rescued with an external shock. Noise on the right atrial (ra) lead and undersensing by the right ventricular (rv) lead were noted post shocks. Undersensing led to inappropriate pacing by the device. Another lead was implanted to improve defibrillation efficiency. The device, ra, and rv lead remain in use. No patient complications have been reported as a result of this event.